Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and repeated no delivery alarms. The customer's blood glucose level at the time of incident was 449 mg/dl. The customer also reported a blood glucose level of 38 mg/dl, 50 mg/dl, and 80 mg/dl after he ate breakfast. The customer was unable to troubleshoot. The customer declined to return the infusion set or reservoir. The customer's items were replaced.